Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic stimulation. The lv pacing vectors were tested and reprogrammed. The lv lead remains in use. The patient is a participant in the adapt response clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received, which indicated the patient experienced continued diaphragmatic stimulation. Reprogramming was unable to resolve the stimulation. The lv lead remains in use and the outcome is unresolved. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which indicated the patient experienced increased diaphragmatic stimulation. The lv pacing configuration was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.